Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received, the previously reported event under mrn 8030965-2024-13507 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-13507.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a primary surgery with the plate and the va locking screws for lisfranc joint. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, a removal surgery was performed. It was found that the 40 mm screw had broken off at the screw head. The screw shaft remained in the body. If a surgical rescue was performed, it would have created a large hole. Therefore, the surgeon decided not to remove the broken screw. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: 2.7 mm va lockin/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.